Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported, the insulin pump has been alarming no delivery since the day prior to the report. Customer's blood glucose was 325 mg/dl currently but was 240 mg/dl when alarm first started. Customer's father stated the customer has tried different infusion sets and issues persisted. Customer does rotate the site and avoids car tissue. Customer's father stated they have tried all remedies. Customer's father was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.